Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump had a loose drive support cap. The drive support cap was sticking out of the end of the insulin pump. The bumper came off the insulin pump on (B)(6) 2014. Customer's blood glucose level was 158 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.